Manufacturer narrative:
Manufacturer ref# (B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a gunther tulip filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: gunther tulip tip was embedded which was discovered under retrieval of the filter. Patient outcome: unknown as information was not provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: unknown but referred to as a gunther tulip filter. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. Summary of investigational findings: no product was returned and no images was provided. According to the description of event, the "tip was embedded which was discovered under retrieval of the filter." It is assumed, that the 'tip' is the filter hook, and that the filter retrieval was difficult - but successful. However, based on the limited information provided, it would be inappropriate to speculate on what may or may not have led to the reported tip embedded. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: gunther tulip tip was embedded which was discovered under retrieval of the filter. Patient outcome: unknown as information was not provided.